Event description:
It was reported that the ilet¿s screen/bezel was separating such that the internal board was visible, while the device continued to function and the user¿s blood glucose at the time was 125 mg/dl; the problem was associated with the display component and characterized as loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display assembly and consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.